Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system was not operating properly. This was discovered before use. The following information was provided by the initial reporter: before use, I did the pull-push activity on finger grips but it was less smooth than usual.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was not operating properly. This was discovered before use. The following information was provided by the initial reporter: before use, I did the pull-push activity on finger grips but it was less smooth than usual.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 24ga nexiva closed IV catheter system dual port unit without packaging. The unit has all components present and intact. There are slight traces of dried media present at the adapter / attached q-syte. In addition, three photographs were submitted which displayed similarities to that of the returned units. Through the visual microscopic evaluation of the unit, there were no visible anomalies or damage to the unit or components which could contribute to drag and/or resistance during needle retraction / disengagement. A function test was performed for needle retraction / difficult disengagement. The needle was pulled back through the catheter until the needle tip secured within the tip shield, at which time there was slight drag observed. The v-clip was observed to have surface scratches in one area and the retention washer is observed to have no damage. The grip is observed to have scuffs and damage that appear to have impacted the placement of the retention washer so as to not have its¿ normal floating movement when having the needle pulled back through it at time of disengagement/retraction. This caused the needle to drag and meet resistance. The reported issue was confirmed as needle disengagement difficult. Based on the evaluation of the returned unit; the root cause for the defect of needle difficult disengagement (drag during disengagement/retraction) is noted to be a result of the manufacturing process as the retention washer was incorrectly inserted. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect.